Event description:
The dr claims that two days after implanting the graft, the pt required a left leg bypass (the dr stated that this was possibly related to the graft). Four days post-op, the pt underwent above-knee amputation due to an arterial occlusion, which was related to the procedure and possibly the pt's existing medical condition and not related to the graft. The pt had a myocardial infarction six days after the amputation. Note: the dr reported approx 1500mls blood lost during the procedure and the pt was transfused with two units of autologous blood and three units of banked blood. The blood loss was not graft-related.